Manufacturer narrative:
Vyaire file identification: (B)(4). The suspect device/component was not returned for evaluation. Therefore, no root cause could be determined. However, the customer confirmed that using a good patient circuit and all good exhalation parts, he could not duplicate the issue. He performed a pre-use check and a performance test using a tsi certifier (gas flow analyzer) and a test lung. He also indicated that he was able to calibrate the transducer and verified all connections as well. Vyaire medical advised the customer that if it all goes well, then the vent should be good to operate. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator was giving xdcr (transducer) fault to end users. At this time, there is no information regarding patient involvement associated with the reported event.